Event description:
Related manufacturer reference number: 2017865-2025-17002. Related manufacturer reference number: 2017865-2025-17003. It was reported that the pocket wound was ulcerated and secretion was seen. The pacemaker and leads were explanted due to the infection and pacemaker erosion. New systems were implanted on the later date. The infection was not related to the products and the procedure. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.